Manufacturer narrative:
Received 2 used dispoz-a-bag leg bags only. Upon receipt, visual inspection noted no obvious defects. Per functional evaluation, the received samples were tested under tm50030 (drainage test for customer complaint-catheters/drainage bags) by passing water through an in house 16fr. Catheter (not part of the samples received). Observed no drainage problems; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were as follows: sample #1: time to drain 250cc: 58 sec. Sample #2: time to drain 250cc: 60 sec. The samples received reached the intended drainage indicated in tm50030 in less than 64 seconds. No drainage problems were observed; the flow was continuous during the test on the samples received the reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urine was not draining into the drain bag.